Event description:
Unable to remove PICC line. Interventional radiology for removal under fluoroscopic observation. During removal catheter broke off and distal portion remained - 4-5 cm's in left antecubital removed.